Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that due to the patient experiencing twiddler syndrome, the spinal cord stimulation (scs) lead was twisted and had several high impedances. The onset date of the patients twiddler syndrome is unknown since the condition develops slowly and not all of a sudden. As a result, the patient underwent a revision procedure and the lead was explanted and replaced. There were no patient complications and the patient was doing well postoperatively. The explanted lead was disposed by the medical facility.